Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the image guide fiber bundle (cfb) fluid damage, the control body corroded, the bending rubber leaky, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.